Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between december 2020 and march 2025. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility name: (B)(6); reported here as this exceeded character limit for the designated field. Block g2: literature source: giuseppe vanella, et al. Failure of release of the hot axios distal flange: "handle springing" as a rescue technique. Endoscopy. Doi: 10.1055/a-2800-4292 block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e1109 captures the reportable event of cholangitis.

Event description:
Boston scientific became aware of events involving the axios stent and electrocautery-enhanced delivery system through the literature article titled "failure of release of the hot axios distal flange: 'handle springing' as a rescue technique," by giuseppe vanella et al. This prospective registry study systematically enrolled all consecutive procedures performed using the axios stent between december 2020 and march 2025 at a tertiary referral academic center. A total of 478 eus-guided axios placements were included. Among these cases, failure or impairment of distal flange release was prospectively identified in 12 procedures, including 4 eus-guided choledochoduodenostomies and 8 eus-guided anastomoses. According to the article, during an eus-guided choledochoduodenostomy (eus-cds) performed to treat obstructive jaundice secondary to pancreatic cancer, placement of a 6 x 8 mm axios stent and electrocautery-enhanced delivery system was attempted. However, eus imaging indicated that the distal flange remained partially constrained within the outer sheath. In response, the physician resheathed the distal flange and subsequently completed stent release using an over-the-wire technique. Please refer to the referenced article for full procedural details and the complete list of investigators and participating institutions.